Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Event date: only month and year known. It is assumed first day of the month. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device lock out and could not be fired at all? Or was the trigger advanced with no staples deployed? Was there any patient consequence as a result of the event?

Event description:
It was reported that during an unknown procedure, the doctor fired the device, however staples failed. The nurse changed to a new cartridge and it worked well. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # l53j23. Device evaluation: the analysis found that one sr75 reload was returned with no apparent damage. The cartridge reload was received with the swing tab locked out. This condition is consistent with an improper loading technique. The cartridge reload swing tab was reset in order to fire the cartridge. The reload was tested for functionality with a test device and fired without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. Reference ¿instructions for use¿ for complete loading instructions. After the functional test was performed we found 12 staples missing along the cartridge. No conclusion could be reached on what could have caused the reported event, it should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. Event could not be confirmed as no retainer was received for analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the device lock out and could not be fired at all? Unknown. Or was the trigger advanced with no staples deployed? Unknown. Was there any patient consequence as a result of the event? Unknown.